Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 9/17/2016 the reporter contacted animas, alleging a cgm (dex 007) issue. It was reported that the transmitter out of range alerts (cs 206) were displayed for more than three hours. This transmitter had been in use less than 24 hours. The patient required emergency room treatment on (B)(6) 2016 for a blood glucose of 613 mg/dl with polydipsia, polyuria, and extreme drowsiness. Treatment included insulin via pump and IV fluids. This complaint is being reported because the user developed hyperglycemia related to the transmitter our of range issue.